Event description:
Two pts underwent endoscopic retrograde cholangiopancreatography(ercp) with olympus duodenoscope, model jf-100. The first pt procedure was conducted on 12/18/96. It was subsequently discovered that the pt, a 66-yr-olds duodenoscope. Ot is not documaneted in user manual. Adpators were sold by steris to lakeside hosp use on registered duodenoscope equipment.

Event description:
Two pts underwent endoscopic retrgrade cholangiopancreatography(ercp) with olympus duodenoscope, model jf-100. The first pt procedure was conducted on 12/18/96. It was subsequently discovered the the pt, a 66 yr old female, had developed a liver abscess from which a positive culture of pseudomonas sp. Was obtained. It was reported that the duodenoscope used during the procedure also cultured positive for pseudomonas sp. But the exact origin of the postive culture from the device was not specified(e.g. Device surface, channel, etc.). The pt was treated with antibiotics and a report from the surgeon in 5/97 indicated that pt's condition was improving. An ercp on the second pt, an 82-yr-old female, was conducted on 2/10/97. On 2/11/97, blood cultures from the pt were posistive for klebsiella sp. The duodenoscope used during the procedure cultured positive for klebsiella sp., although the exact origin of the positive culture from the device was not specified(e.g. Device surface, channel, etc.) The pt was treated with antibiotics and was discharged 2/20/97. The pt was readmitted on 3/1/97 and subsequently expired. According to hosp personnel, however the death was unrelated to this event.